Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The log review for 10 october 2025 found no device faults and showed three normal operational periods, during which the device alternated between battery and external power with normal state of charge (soc) levels. No critical alarms occurred, and settings resets were logged but not linked to power loss. The device was extensively tested including stress testing without duplicating the report. The battery failed capacity testing but would not have caused shutdowns, and its soc never dropped below 85% during the event. Both the power input assembly and the battery were replaced as part of the repair process. The device was recertified and returned to the customer. No trend is associated with reports of this type.